Manufacturer narrative:
The manufacturer is currently waiting for the arrival of the device.

Event description:
The user reported that the device has a flow issue: "pump (B)(4)/ last serviced (B)(4) 2017. Not pumping at all. Pump shows it is infusion and counts down,but does not pull from 1 or 2." The exact event date was not provided by the user. No patient injury or harm occurred for this case. The patient information is unknown.

Manufacturer narrative:
The user-reported flow issue was not confirmed. The manufacturer performed the testing on the device on (B)(6) 2017 and found no failure. The device was found to have a flow rate accuracy of -0.7%, which was within the +/-5% specification.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00260).